Manufacturer narrative:
Investigation findings and conclusions have been updated to c19 and d15/d12, respectively. H6: code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imaging evaluation: summary: the imaging evaluation performed by a clinical imaging specialist showed the following: ¿ 3-radiographic jpeg images available for evaluation. ¿ no name, date, or demographics on the images. ¿ cannot manipulate the images in any way. (Window leveling, rotating, etc.) ¿ cannot confirm bird beaking at the proximal end of the implanted device with the partial reconstruction image provided for evaluation. ¿ a reconstructed 3d image appears to show contrast outside the implanted devices. Thereby confirming an endoleak of unknown origin with available images. ¿ vessel bypasses obstruct the view that may identify if the devices migrated from zone 1 to zone 2. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the device include, but are not limited to: migration, endoleak, aortic expansion.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent an endovascular treatment (2-debranching tevar) for thoracic aortic aneurysm using conformable gore® tag® thoracic endoprosthesis (ctag; tgu373720j) and gore® tag® conformable thoracic stent graft with active control system (ctag ac; tgmr404020j). The ctg ac was placed most proximally. During a follow-up examination, distal migration of ctag ac was noted. On (B)(6) 2021, it had been confirmed that the ctag ac moved to zone 2 from zone 1. Additionally, a type ia endoleak and aneurysm enlargement were shown. However, the patient refused additional treatment, so monitoring was continued. In (B)(6) 2024, a CT scan showed that the aneurysm size was more than 80 mm. The physician convinced the patient to receive further treatment and a reintervention was planned. On (B)(6) 2025, an additional ctag ac was implanted. The endoleak disappeared. The patient tolerated the procedure.